Event description:
It was reported that this patient presented to the emergency room (ER) due to receiving ten (10) inappropriate shocks from their implantable cardioverter defibrillator (ICD) device. The patient reported sweating and feeling their heart racing while doing yard work. Review of the device data indicated that the patient exhibited a sinus tachycardia and then went into a supraventricular tachycardia (svt). The patient was given oral medication in response. The device remains in-service. No additional adverse patient effects were reported.